Manufacturer narrative:
Magstim visited the hospital and carried out a functional check of the neurosign v4, which was passed successfully. It was noted that the hospital was old and sockets needed to be checked for earthing. The customer stated that bed-warmers and fans were being used during surgery. Magstim advised to turn these devices off during surgery as this could cause noise to appear on the neurosign v4. The customer also stated that the neurosign v4 is not plugged directly into the mains supply, but is used with extension leads. The customer was advised to plug in the neurosign v4 into the mains supply directly and not use extension leads. The instructions for use for this device describe that 'equipment must only be connected to an ac mains supply with protective earth. Connection should only be made with the power lead provided with the equipment'. Further contact with the customer was strained. Magstim visited the hospital to train the theatre staff, however was asked to leave as they wanted magstim to be there as 'clinical support' instead of receive training for the staff to operate the machine themselves. Conclusion: a functional check of the machine confirmed that the device worked as intended. The most probable root cause points towards user error. The device was returned to the manufacturer (it was a demo) as the staff was not willing to learn and accept support other than magstim to do the monitoring for them during surgical procedures.

Manufacturer narrative:
Another visit to the customer was planned to further investigate. The magstim company ltd. Is, as per your request, currently in the process of setting up a webtrader account for magstim inc. USA. During this transition time, please accept this submission as of the magstim company ltd. And magstim inc. USA both. Exemption number e2018009. (B)(4).

Event description:
It was reported that the machine was producing a disturbing sound during use, even after checking the impedance. The customer advised that last time it was used for a thyroidectomy surgery, when the bipolar stimulating probe was connected, it did not work (no signal or any function from device). After the probe was removed, the device did not work anymore. The surgery was further performed without monitoring. No reports of patient/user or any person harm was received.